Event description:
It was reported that prior to a novasure endometrial ablation, the physician performed a "bilateral tubal ligation and cutting adhesions from the uterus in the left corneal area with scissors" (non hologic devices). Approx one minute into the ablation, the physician noticed via laparoscope, "blanching on the outer fundal area". The procedure was continued and completed. There was no medical intervention for the reported blanching. The physician reported "no damage to the bowel". The pt was sent home the same day.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).